Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to indicate that the aware date for the report is february 26, 2019 and not february 27, 2019. Product ID 97755 , serial# (B)(4), product type: recharger. Product ID 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain and postlaminectomy pain. It was reported patient could not charge ins because the controller would not get past the ¿checking the recharger¿ screen. Patient reset controller and disconnected/reconnected recharger and it did not resolve issue. Patient noted the controller was acting funny because he was on group a and program was 1.2v, and when patient unlocked controller, stimulation had gone to 0.0v. During call, patient services (pss) had patient checked ins with just controller, ins was 50% and controller was 90% charged level, patient¿s stimulation was at 4.0v where he increased it to today, and everything appeared normal. A replacement recharger would be sent. It was mentioned patient got checking recharger screen and recharger did not connect. Pss recommended patient kept diary of any future occurrences where stimulation ¿went to 0.0v on its own. After call pss consulted with technical services (ts), ts said if patent called back to see if patient was using adaptive stimulation to further troubleshoot issue. It was noted stimulation changed on its own and patient had check recharger issues. Additional information was received from patient on (B)(6) 2019. Patient stated he received recharger but was still having the same issue. Pss had patient reset controller, and controller showed the battery level for controller was at 80% full and ins was at 30%, issue was not resolved. A replacement controller would be sent. It was mentioned controller was locking up, recharger was sent and did not fix issue. No further complication and no symptoms were reported.